Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, it was reported that at approximately 9:00 AM to 10:00 AM, the patient was hospitalized for diabetic ketoacidosis (DKA), which she believed was related to Dexcom G7 performance issues. Initially, the patient reported inaccurate sensor readings; however, patient clarified that the primary issue was signal loss and because of that she did not receive high glucose alerts and notifications. No fingerstick blood glucose verification was performed at the time because the patient trusted the device readings. The Dexcom device indicated she was within range and did not alert her to elevated glucose levels despite her blood glucose being significantly high. The patient was experiencing symptoms that ultimately resulted in hospitalization and admission to the Intensive Care Unit (ICU) for treatment of DKA. After treatment and hospitalization, the patient was discharged on (b)(6) 2026. At the time of reporting, no additional outcome information was provided. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of Diabetic Ketoacidosis.